Event description:
A report was received that the patient was experiencing non-target stimulation. X-ray revealed lead migration. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that it was mentioned in the medical records that an incorrect anchor was used during the implant procedure. Model number/catalog number: sc-4319. Serial number: n/a. Batch/lot number: 20786530. Model/catalog description: clik x MRI anchor.

Manufacturer narrative:
Model number/catalog number: sc-2352-70, serial number : (B)(4), batch/lot number: 2000023323, model/catalog description: linear 3-4 lead 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing non-target stimulation. X-ray revealed lead migration. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing some pain that was believed to be caused by the lead migrating. It is indicated that the devices will not be returned for evaluation therefore a failure of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing non-target stimulation. X-ray revealed lead migration. The patient underwent an explant procedure.